Event description:
It was reported to baxter (B)(4) that one (1) folfusor sv4 device was observed leaking during filling. There is no report of patient injury or medical intervention. No additional information is available.

Event description:
The facility representative reported to (B)(4) customer service initially 'check the flow rate' on the ipump device. The device was set to deliver 19.9ml/h in continuous mode for an unspecified period of time. At the end of the infusion, the device said that there should have been 10.4cc left in the bag, however, the bag was empty. The incident was found during patient use in the ICU. The device was switched out and there was no injury or medical intervention.

Manufacturer narrative:
Device evaluation: the reported condition of overinfusion was not confirmed or duplicated therefore assignable cause cannot be determined. The pump passed the accuracy tests and is within specifications. (B)(4).

Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).